Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer mentioned numerous kinked cannulas on the insulin pump. Customer also mentioned that the insulin pump alarmed no delivery and motor error. Customer's blood glucose reading was in the 400's mg/dl. It was reported that the customer did not look well and was vomiting. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.